Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device review, the user report was confirmed as no sdi output image was provided due to a faulty dx board. The rest of the functions tested well, and the device had the current software installed. The faulty board was replaced, successfully tested, and the unit was returned to the customer on (B)(6) 2021. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, when the evis exera iii video system was taken out of the box and powered up, it would not display any sdi output on either port. There was no patient harm or consequences reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The probable root cause for the failure is related to static electricity when unpacking. To prevent static electricity from being charged before unpacking the product, the sdi cables included with the cv main unit are each packed in antistatic bags, so that excessive static electricity is not applied to the product from product packaging to product unpacking. The defective product is the dx-board that controls sdi-output, and the product is applied with countermeasures that strengthens the resistance to static electricity. Olympus will continue to monitor the field performance of this device.